Event description:
It was reported that a dissection occurred during the post dilatation of the xience xpedition stent in the mid left anterior descending coronary artery. A second xience xpedition was implanted to successfully treat the dissection. The condition resolved the same day and there was no adverse patient sequela. The physician indicated that this dissection was not related to the xience stent, but was a procedure-related event. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: dilatation catheter: rx sprinter legend 2.5x10, rx nc sprinter 3.75x9; other: clopidogrel, aspirin. There were no reported product deficiencies and the device was not returned for analysis. The reported patient effects of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.